Event description:
It was reported the system failure primary audible alarm. No patient injury reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device seals were both intact and in good condition. The device history report showed backup audible alarm background test in history the device was evaluated using occlusion testing. The testing was unable to duplicated the problem during occlusion testing. Testing found unable to determine. Speaker and interconnect were in good condition. No physical damaged or contamination to interconnect board and speaker. No root cause could be established. The tech replaced speaker as preventive. Performed all functional tests his remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).